Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. The patient was connected. The patient wants to disconnect and restart therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.